Manufacturer narrative:
The lead was returned cut as a result of the explant procedure. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. No opens were observed in any of the lead segments.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced left leg weakness after a permanent implant. Reportedly, patient had a history of weakness prior to the implant. Diagnostic imaging studies with MRI showed that the penta lead was compressing the spinal cord. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the entire system was explanted to address the issue.